Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported a pump error 23(post-reset ram crc alarm). Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
The pump passed self test. Unable to perform displacement test due to constant pump error 38 alarms noted during rewind. Pump¿s history and trace files downloaded successfully using thus software. Pump error 23 was not found during testing. Pump error 23 and pump error 38 were found in the pump history/trace files on 04/17/2023 at 11:42:34.000 and 04/17/2023 at 11:37:11.000 respectively. Pump was cut open to perform visual inspection and found corrosion damage on the motor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay and cracked case-corner of belt clip rails. Pump error 23 was not confirmed. Constant pump error 38 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.